Manufacturer narrative:
The co rep verified iabp shutdown, autofill failure, and maintenance code 2 (iabp purge failure) messages in the fault log. He performed de-condensation and verified solenoid driver pcb calibration. He replaced the manifold drive (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated shutdown message (iabp went to stand by), preceded by multiple autofill failure alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.